Manufacturer narrative:
Additional information: d1, d4, d9, g5, h3, h6. D1 brand name: updated to minicap transfer set. D4 catalogue #: from asku to 5c4482. G5 PMA/510k #: from ni to k152675. H10: the sample was received for evaluation attached to a patient connector. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a peritoneal dialysis (pd) transfer set. This occurred during use of the device for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.